Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer insulin pump was over delivering insulin because sensor glucose value was 68 mg/dl but insulin pump was still giving insulin and experienced low blood glucose value 54 mg/dl. Customer treated with food and current blood glucose value was 102 mg/dl. The customer will continue the use of device.